Event description:
In 2008, fu infusing via PICC port. Provider checked on status of chemo infusing before the following month reported infusing fine. On the same day, replaced a partially infused chemo ball. A device 1ml/hr 270 ml ball lot number 692429. No adverse event for the patient except palliative chemo did not get administered. Dose or amount: 2030 mg over 7 days. Frequency: continuous. Route: PICC.